Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
It was reported a subclavian procedure was being performed on a stabbing victim when the check-flo valve came apart. As of the filing of this report no other information is available. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
After further review of the record, it was determined the product expiration and manufacturing dates were inadvertently left in the emdr as the product lot is unknown.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred. The visual inspection of the returned device reported the check-flo assembly separated from the sheath. The flare did not appear to be damaged. A tear was observed in the sheath tubing approximately 37.5 cm from the proximal end. Also, there were hemostat marks found on the check-flo cap. The size of connector cap was pinned at 0.152 in. Using calipers, the diameter of the flare was measured to be approximately 0.177 in. A go no-go flare gauge test indicated that the flare size was too small. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, it is feasible to suggest that the root cause of the reported failure mode is manufacturing related. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
It was reported a subclavian procedure was being performed on a stabbing victim when the check-flo valve came apart. As of the filing of this report no other information is available. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.